Manufacturer narrative:
(B)(4). (Exemption number e2015033). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient took a fall on the playground and was subsequently having performance problems with the device. The patient has been removing his processors to indicate something was wrong. The patient was re-implanted.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Over the last 2-3 days, the patient has been removing his processors. In situ measurements are indicative of a non-functioning device.